Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the lens does not move easily in the cartridge during the surgical procedure. The back up lens was used to complete the procedure. There was patient contact and no patient harm. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).